Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the patient presented in clinic after feeling a vibratory alert. The implantable cardioverter defibrillator was interrogated and it was discovered that the device was in backup vvi. The physician decided to explant and replace the device since it was a device that is under the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The cause of the reported event of backup vvi was caused by premature battery depletion.